Manufacturer narrative:
No other pt info given aside from medications.

Event description:
Caller states that patient 1 tested 5.2 inr while a comparison lab returned as 2.5 inr. Patient 2 reportedly tested 3.4 inr while a comparison lab returned as 2.1 inr. No action was reportedly taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.